Event description:
The customer reported to baxter (B)(4) a light sensitive drug set which had a hole. According to the report, fluid came out of the hole in the set, entered the colleague infusion pump, and did serious damage to the pump. The condition occurred before use and there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a hole/cut in the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition was not identified.